Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074615) on 12-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coils may be protruding the tubes") and uterine leiomyoma ("uterine fibroid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. Concomitant products included para-seltzer (excedrin) for pain and migraine as well as thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, uterine leiomyoma (seriousness criterion hospitalization), pain in extremity ("radiating pain to her left leg"), ovarian cyst ("ovarian cysts") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (she was scheduled for a hysterectomy). At the time of the report, the fallopian tube perforation, uterine leiomyoma, pain in extremity, ovarian cyst and uterine enlargement outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, ovarian cyst, pain in extremity, uterine enlargement and uterine leiomyoma with essure. The reporter commented: an injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ovarian cyst, uterine fibroids and enlarged uterus. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074615) on 12-feb-2018. The most recent information was received on 11-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coils may be protruding the tubes") and uterine leiomyoma ("uterine fibroid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. Concomitant products included para-seltzer (excedrin) for pain and migraine as well as thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain, uterine leiomyoma (seriousness criterion hospitalization), pain in extremity ("radiating pain to her left leg"), ovarian cyst ("ovarian cysts") and uterine enlargement ("enlarged uterus"). The patient was treated with surgery (she was scheduled for a hysterectomy). At the time of the report, the fallopian tube perforation, uterine leiomyoma, pain in extremity, ovarian cyst and uterine enlargement outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, ovarian cyst, pain in extremity, uterine enlargement and uterine leiomyoma with essure. The reporter commented: an injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ovarian cyst, uterine fibroids and enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074615) on 12-feb-2018. The most recent information was received on 11-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure coils may be protruding the tubes") and uterine leiomyoma ("uterine fibroid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. Concomitant products included para-seltzer (excedrin) for pain and migraine as well as thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, pain in extremity ("radiating pain to her left leg"), ovarian cyst ("ovarian cysts") and uterine enlargement ("enlarged uterus") and was found to have uterine leiomyoma (seriousness criterion hospitalization). The patient was treated with surgery (she was scheduled for a hysterectomy). At the time of the report, the fallopian tube perforation, uterine leiomyoma, pain in extremity, ovarian cyst and uterine enlargement outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, ovarian cyst, pain in extremity, uterine enlargement and uterine leiomyoma with essure. The reporter commented: an injury (hospitalization) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: ovarian cyst, uterine fibroids and enlarged uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 11-dec-2018 for the following reason: correction: intervention required field was ticked. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.